Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 20-jan-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was returned cut in half. No defects were observed before and after cleaning the lens. No lens damage away from the cut were observed on the returned lens halves. Based on the return condition of the lens no further evaluation could be performed. Complaint issue "dc-lens damaged" was not confirmed. The additional observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: patient weight and ethnicity and race: unknown as information was asked, but not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted thus not explanted. The device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after zcb00 22.5 diopter intraocular lens (iol) was fully inserted into the patient's ocular sinister (left eye) the doctor noticed a defect in the center of the lens. The iol was cut out and removed. A dcb00 22.5 lens was used however the doctor and technician did not know how to use the lens. The haptic was severed from the lens, and the haptic was the only thing that deployed from the cartridge. There was no medical intervention and no surgical intervention. No further information is available.